Event description:
As surgeon was performing a left carotid endarterectomy with eeg monitoring on a middle-aged female, he was in the process of placing a bovine pericardial patch, when he noted the patch appeared to have an "extra piece" of material on the patch. Sterility of the patch was questioned, therefore not used and a new patch obtained. No harm to patient however patient was administered extra antibiotics as a precaution. Vendor was made aware.